Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log files identified a gap in the logging around the time of the event, which as the host pc is responsible for maintaining the logging and therefore this gap indirectly indicates host pc malfunction. Upon troubleshooting the fse confirmed that the host pc was defective because of the baseboard management controller (bmc) which failed, indicated on the basic input output system (bios) on startup. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc, hard drive, and the software pack by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file does not show any errors related to the reported issue. Upon troubleshooting, fse found that the host pc was defective. To resolve the issue, fse replaced the host pc and hard drive. The cause of the host pc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the host pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc and the hard disk drive. The device was returned to expected functionality.